Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. The patient's implantable cardioverter defibrillator exhibited nonsustained rv oversensing due to post-paced t-wave oversensing (pptwos). Programming changes were discussed, but none were made as of yet. The patient was asymptomatic due to this event.